Event description:
"Misuse by nurse in connecting tubing to patient. Overflow of morphine delivery, resulting in a severe acute respiratory failure. No details on medical procedures, but the patient recovered." Further information stated that the patient was receiving a daily dose of morphine (non-abbott) 50mg, with a 1mg bolus dose with a duration of 9 hours. The infusion was started at 20:00 and was discontinued at 23:00 on that same day. The patient was sent to ICU and monitored and was reported to have recovered. Although requested, no additional informaiton, including clarification of tubing connection, has become available.